Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri58, lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged shortly after implant. The lead was revised, then capped and replaced approximately six months later. No patient complications have been reported as a result of this event.